Manufacturer narrative:
The event date was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had computed tomography (CT) scan and cardiological evaluation that showed a dilated right ventricle, reduced function of the left ventricle, aortic valve opening, pleural effusion, congestion, and progression of outflow graft stenosis.

Manufacturer narrative:
Upon further review this event was determined to be a duplicate and reported in manufacturer report number 2916596-2022-12209. The investigation findings will be submitted under MFR 2916596-2022-12209.

Event description:
This event was determined to be a duplicate and reported in manufacturer reference number 2916596-2022-12209.